Manufacturer narrative:
The insulin pump alarmed with a button error and one of the buttons was unresponsive due to corroded keypad traces. The device was unable to undergo the displacement test due to no button response. The pump was also received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while attempting to bolus. The patient's blood glucose at the time of incident was 248 mg/dl. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.